Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the patient experienced an infection at the site of the implantable pulse generator (ipg) with redness, swelling and drainage noted. The ipg system was explanted. No further patient complications have been reported as a result of this event.